Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("surgery-lavh") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: patient had lavh (laparoscopically assisted vaginal hysterectomy), 3 incisions, bellybutton and one on each side of belly. Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery-lavh\still have ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient had lavh (laparoscopically assisted vaginal hysterectomy), 3 incisions, bellybutton and one on each side of belly. Per social media record: if you still have ovaries you still have hormone fluctuations. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 21-nov-2019: all the relevant information was transferred from the duplicate deletion case: (B)(4) to the current case. Event vaginal hysterectomy updated to medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.